Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/17/2015: the device was returned to animas and evaluated by product analysis on 07/02/2015 with the following results: no defect was found. Unable to duplicate the complaint. The last basal delivery and the last bolus delivery were on 2015-05-27. Review of alarm history shows typical usage alarms. Pump was exercised for 24hrs with no alarms occurring. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 502 mg/dl with no symptoms. During troubleshooting, customer support found the basal and bolus histories were as expected, and the time and date were accurately set. Reporter states changes had been made to the iob, basal rate, and bolus settings. Trouble shooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.